Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not recreate problem. Parts were replaced and the instrument cleaned. The instrument was inspected, tested without further problem, and returned to expected operation.